Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:01:07. During night drain cycle three, the patient's ultrafiltration reading was 1191ml, indicating the home patient (hp) drained 1416ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1191 ml during therapy initiated on (B)(4) 2012 which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 3 drain was completed and the user's actual drain volume during cycle 3 was 1299 ml. The actual drain volume of 1299 ml is 86.6% of the largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.